Manufacturer narrative:
The customer reported that an operator mishandled and switched the advia centaur xp liquid containers. A siemens customer service engineer (cse) assisted the customer and noted that the advia centaur xp system was flagging a "water low" and "water pressure low" error during sample processing. The cse guided the customer through the necessary steps to decontaminate the advia centaur xp containers. By following the cse's instructions, the operator decontaminated both containers and correctly connected the water and waste lines. The operator then performed the daily cleaning procedure (dcp) and monthly cleaning procedure (mcp) to decontaminate the system¿s fluid lines and primed the system fluids. Following these actions, quality controls were processed, values were in an acceptable range, and the system was verified for sample processing. Siemens concluded that the advia centaur xp immunoassay system operator's guide (078d1064-01 rev. C), "replenishing supplies" chapter, provides instructions that should be followed when operating or troubleshooting the advia centaur xp system. Based on the information provided, the cause of the event is due to an operator error and improper handling of supplies. The advia centaur xp instrument is operating as specified, and no further evaluation is required.

Event description:
The customer reported that an operator mishandled and switched the advia centaur xp liquid containers. The customer stated that the empty liquid waste container was connected to the water line, the bulk water bottle to the liquid waste connection. Three (3) patients sample were run, and auto-resulted based on quality control (qc) being in range. The customer did not report the initial results, and using the same samples, performed testing on an alternate advia centaur instrument to confirm the correct results. The customer noted that the results were within their total allowable error (tae). There are no known reports of patient intervention or adverse health consequences due to the event.